Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly, the surgeon inserting the helical blade through the insertion sleeve had not aligned to blade shaft and protection sleeve before metallic blade stuck in protection sleeve. The protection sleeve was removed. Another helical blade was inserted over the guide wire, without protection sleeve. The blade was locked and checked using image intensifier after the surgery was completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.